Event description:
It was reported that after the ivc filter was deployed, imaging demonstrated two filter legs were crossed. The filter remains implanted. No pt injury.

Manufacturer narrative:
The lot number for the device was provided. A review is currently being performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.